Event description:
It was reported that a failed accuracy +6.5% (during testing/no patient injury) was experienced.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. No error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, after running three accuracy tests, the pump was found to be over delivering to the manufacturer specifications. Fluid ingression was found on the pump by the chassis base of the expulsor which damaged the expulsor gasket causing the inconsistent delivery issue. Root cause of the reported issue is attributed to customer induced fluid ingression and improper cleaning of the pump. Recommended that the expulsor assembly be replaced. The product is beyond 20 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous 4 years and there was no indication of a service issue during the investigation. Model number: 6400.